Event description:
Follow-up identified effective stimulation was restored following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced stimulation in an unintended area following an accident several months ago. As such, surgical intervention was undertaken on (B)(6) 2017 during which two new percutaneous leads were implanted. The reported lead was disconnected from the ipg, but remains implanted.